Event description:
The patient presented with a lesion of the superficial femoral artery. A 7mmx25cm gore viabahn endoprosthesis was advanced over a 0.035 inch guidewire through an 8 fr introducer sheath over the aortic bifurcation. While advancing the viabahn device from the left sfa to the right sfa, the physician noticed a lot of friction inside the artery. Thus, he was unable to advance the viabahn to the target region. While attempting to withdraw the device, the physician noticed that the catheter didn't move. The distal catheter portion appeared broken off the remaining catheter. The deployment line was still attached to the broken distal catheter portion. The guidewire, introducer sheath and the broken catheter were removed separately through the access site. There was no adverse outcome for the patient.

Manufacturer narrative:
The has not been returned at this time. Results: the review of the manufacturing records verified that the lot was processed normally and all pre-release specifications were met.